Manufacturer narrative:
Date sent: 09/05/2008. Evaluation summary the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch history review was performed and no anomalies were found.

Event description:
It was reported that during a lap cholecystectomy procedure, the clip did not form properly on the fourth firing. The clip would not fully close. They used a new device to complete the procedure. There was not patient consequence.